Manufacturer narrative:
We are waiting for the device's return so we can inspect it. The investigation conclusions will be provided in the final report.

Manufacturer narrative:
The maxi air pump and the airpal mattress were used to transfer the patient from the radiology cart to the bed. When the mattress was inflated, the nurse let go of the pump's button and allegedly received an electric shock. The maxi air pump is equipped with fuse. When the electric shock occurs, the fuse should blow, and the electricity is cut. The arjo service technician inspected the claimed pump and neither blown fuse nor any other pump malfunction was found. Thus there is no evidence to believe that the arjo product could cause the nurse to receive an electric shock. When the patient is transferred, the friction can create an electric charge that may lead to an electrostatic discharge. Moreover, the presence of blankets or clothing made of synthetic materials may lead to the occurrence of an electric charge. Based on the above, we assumed that the nurse did not suffer an electric shock from the pump. The most probable root cause of her feeling was the static electricity created at the time of transfer. There was no pump malfunction thus, the arjo device met specification. This record was initially assessed as reportable due to the allegation that the nurse received an electric shock when touched the pump. However, based on the investigation performed initially reported information regarding received an electric shock seems to be incorrect and most likely related to electrostatic discharge. The claimed scenario did not lead to the serious injury or death. Thus, we do not consider this complaint to be reportable to the competent authorities.

Manufacturer narrative:
The device was inspected. We are in the proces of analysing the data. The investigation conclusions will be provided in the final report.

Event description:
Arjo became aware that the nurse had received an electric shock when she released the maxi air pump's button. The nurse suffered pain for about 30 minutes.

Manufacturer narrative:
The investigation is ongoing. Conclusions will be provided in the final report.